Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during device interrogation of a deep brain stimulation system, an investigative impedance was identified on contact 0. The impedance of the electrode was measured at 2,480 ohms on monopolar settings, while all bipolar settings were within normal limits. The patient was not programmed to use the affected contact, and no therapy disruption occurred. The patient was programmed on c+ 1- 2-. Diagnostics were performed, including running impedances on automatic and increasing to 3v, with no change observed. No interventions or actions were taken as the affected contact was not in use for therapy. The device remains implanted and in service. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the neurostimulator was not used past expiration. The neurostimulator was implanted on (B)(6) 2021. The impedance issue didn¿t resolve and no actions were taken at this time.